Event description:
It was reported that the surgeon inserted an cc4204bf one piece collamer lens, and the lens was torn during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a piece of the optic and a piece of a haptic had been torn off and was missing. There was evidence of both a reddish and a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.